Event description:
I use a dexcom g7 continuous glucose monitor. I was inserting a new dexcom sensor and it immediately failed upon insertion on my arm. The sensor wire got caught on the needle and extracted through the hole on top of the device rather than being inserted into my skin. This is the 3rd sensor failure of this type I have experienced I the past 2 months. Many other users have had this experience too and we believe there is a product defect causing this malfunction. I notified dexcom tech support. They are attributing the increase in these failures to "improper storage" but "suppliers" and could offer no additional info. They are mailing me a replacement. However, at the time of failure I was out of town and had no extra sensors to insert and connect to my insulin pump. This left me in a vulnerable state that could have resulted in a medical emergency. Thankfully I knew someone locally with type 1 diabetes like me who used dexcom cgms and she was able to meet me and give me one of her sensors. Crisis averted. Please investigate dexcom's handling of this widespread product failure issue and what is the cause and how they are handling the matter. They have not put users on notice of this potential failure like they should. I know the FDA issued a warning letter to dexcom in 3/2025. I'm wondering if there is any correlation between that issue that concerned the FDA and this repeated product failure. Dexcom has a duty to protect and inform its users. It's not doing that.